Event description:
Pt unable to maintain sa o2 (oxygen saturation) without assistance. Agm (anesthesia gas machine) reading 1.6 inhalation/1.2 exhalations with no anesthetic agents being delivered. 100% o2 via mask.